Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the device revealed that the right ventricular (rv) lead exhibited high pacing and defibrillation impedances, and high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was stable before, during and after the procedure.